Event description:
Account alleged that when the trendelenburg function is activated, the hi low will raise to the up position and will stop. Account stated that there were no injuries. Account alleged that she didn't know if a patient had been in the bed and didn't know where the bed was being used. Three attempts have been made to resolve this contact with no resolution.